Event description:
It was reported that during a laparoscopic gastric bypass procedure, one staple did not form properly on the distal part of the staple line. Unknown what color cartridge they were using. The surgeon over sewed the area. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. One picture was received and no conclusion could be reached as no device was received for analysis. No device was returned for analysis.